Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 2000, the pt underwent a primary left l4-l5 spinal root decompression. On event date, the pt presented with achiness in l5 dermatome. The investigator noted the event as moderate in intensity. Action taken was pt used tens unit, and had facet injection. Pt was to be seen prn unless pain was not resolved. Pt has not been back since 8/00. The event resolved with treatment in 8/00. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted a possible explanation for the event as unknown.